Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 2.25x15mm xience alpine stent was implanted on (B)(6) 2016. On (B)(6) 2016 the patient was re-admitted with cardiovascular symptoms and congestive heart failure. It is unknown what treatment was performed. The patient was discharged. No additional information was provided.